Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had failed. A field service engineer (fse) mentioned that the drawer was working properly. The customer was able to recover the drawer. The fse logged into the hardware test application (hta) and ran tests, confirming that the drawer and sensors were functioning correctly. The system functioned as intended after customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a failed drawer. A customer has reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.